Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis confirmed the customer comment that the programmer experienced a loss of telemetry with some models of implantable devices. The link electronic module (lem) printed circuit board (pcb) was replaced and calibrated. Analysis also found that the system fan was noisy and it was replaced. Product ID 2067 radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer experienced a loss of telemetry with some models of implantable devices. Three different programmer heads were tried but the situation persisted, there was intermittent telemetry. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the programmer experienced a loss of telemetry with some models of implantable devices. Three different programmer heads were tried but the situation persisted, there was intermittent telemetry. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067 radio frequency programmer head; product ID 229047 software analyzer. (B)(4).